Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in its capture threshold measurements and loss of capture (loc) during a post operative check up. Technical services (ts) was consulted and advised the patient should be examined. This lv lead remains in service. No adverse patient effects were reported.